Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.

Event description:
It was reported that the physician was experiencing difficulties when using the programming system to communicate with vns pt's devices. The wand battery was checked and appeared to have adequate power. The hand held was fully charged per the physician and the hand held was not plugged into the wall outlet when trying to communicate with pt's devices. The physician was sent a new programming system as troubleshooting over the phone was not successful at singling out the problematic device. The programming system has been returned to MFR where analysis is underway.